Manufacturer narrative:
The device was returned with the battery at eol level. The remote care session record indicated that device had large amount of maximum segm transmission since the date of implant. Analysis performed with a new battery installed did not find any anomaly, and the original battery depleted to eol level. Total projected longevity was 1.0 years, and the device reached eri level in 1.10 years so the device has exceeded projected longevity and this event is considered normal battery depletion. The complaint of premature battery depletion was not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
While reviewing device data, an end of life alert was noted on the device, and premature battery depletion was suspected by the physician. The device was explanted, and the patient was stable with no consequences.